Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 519mg/dl. The customer experienced weakness, thirsty, and dry heaving. Troubleshooting could not be performed as customer was not wearing the insulin pump at this time. The customer mentioned that four infusion sets in a row had crimped cannulas and as a result she was not getting insulin and ended in the hospital. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.